Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Bg level was addressed by consuming carbohydrates. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin and the customer was using cold insulin within the system. Tandem technical support educated the customer on insulin labeling and on using room temperature insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. & per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.